Manufacturer narrative:
The insulin pump was monitor for 48 hours and passed all operating current test, displacement and self test. No any battery anomaly alarm during test noted. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call battery out limit alarm, failed battery test, off no power anomaly and weak battery alarm on the insulin pump. Customer's blood glucose level was 103 mg/dl. Troubleshooting for off no power was performed. Customer advised this was the second occurrence of off no power anomaly. Customer declined to troubleshoot for battery out limit, failed battery test and weak battery alarm. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.